Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for this lens/cartridge combination. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon confirmed he was the surgeon for all 22 cases using same staff and procedures. Standard postoperative process is topical antibiotic and steroid both 5 times per day for one week then slowly tapered over the next 5 weeks. About half of the cases developed inflammation within the first 2-3 days after surgery and about half developed inflammation 3-6 weeks after surgery once topical steroid had been decreased to once per day or discontinued. He is only concerned about inflammation with this lens model as he has had 15 cases in 2018 out of only 100 procedures. He has discontinued the implantation of this lens model.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced uveitis and cystoid macular edema. Medications were given to the patient. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).